Event description:
It was reported that the patient underwent a right knee arthroplasty revision to address tibial component subsidence approximately eighteen (18) months post-operatively. No additional information is available.

Manufacturer narrative:
(B)(4). D10 - concomitant devices - persona cruciate retaining tm standard porous femoral component catalog #: 42502806802 lot #: 65509710, persona cruciate retaining articular surface right 11mm catalog #: 42522000611 lot #: 64625224, persona cemented all-poly patella 38mm catalog #: 42540200038 lot #: 65710753, palacos r+g cement 1x40 catalog #: 66056768 lot #: 64321214. G2 - report source - foreign: the event occurred in australia. The complainant has indicated that the product will not be returned to zimmer biomet for investigation due to hospital policy. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. Visual evaluation of pictures provided of the tibial tray and articular surface identified bio debris present on the implants consistent with implantation, however, the reported subsidence could not be confirmed based on the information provided. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.